Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. Based on the available information the evaluation confirmed the reported complaint. The possible root cause of this complaint cannot be determined; however, the condition of the returned device is consistent with the device being exposed to a force that exceeded the maximum tensile specification.

Event description:
It was reported that the coil detached in the microcatheter during the procedure. Part of the detached coil was inside the aneurysm and part was in the microcatheter. A solitaire stent was used to retrieve the entire coil successfully. There was no reported patient injury.